Event description:
It was reported that the device had cassette not attached error. There was no patient involvement.

Manufacturer narrative:
B3: september is the month of the event, but exact day not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair with complaint of cassette not attached error. Review of event log found cassette not attached properly alarm. The reported problem of "cassette not attached error" was not verified by functional testing. Performed standard preventative maintenance to correct the issue. The specific cause of the device issue was not noted. The device passed all functional tests after the repair.